Event description:
Customer reportedly received the following results on the inform system with comfort curve strips, compared to a lab result, within 10 minutes: 103 mg/dl (inform); 34 mg/dl (inform); 31 mg/dl (lab result). Patient was treated with an ampoule of d50 based on the lab result. No adverse event reported. Requested return of suspect device; however, strips are no longer available. Field support was notified to contact the account, as this seems to be an ongoing issue in the facility ER department.

Event description:
It was reported that system error code 23023 occurred while draping the patient for a da vinci s hysterectomy procedure. After the system was power cycled, system error code 1 occurred and the system would not complete power on. The patient was under anesthesia when the surgeon made the decision to abort the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.